Event description:
Caller reported the customer had symptoms of hypoglycemia, aviva system blood glucose result was 24 mg/dl. The customer was unable to self- treat, was given ice cream by his wife. Same system retest result was 270 mg/dl nine minutes after original result. Reported same system retest results of 136 mg/dl and 69 mg/dl within 10 minutes of the 270 mg/dl result. Caller reported the customer may have had ice cream on his hands at the time of the results subsequent to the original 24 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.